Event description:
On (B)(6) 2011, pt reported unexplained elevated blood glucose while using the infusion device. Pt stated when the insulin cartridge reaches halfway; he notices his blood glucose readings go up around 450 mg/dl. Pt stated, he delivers boluses of 8.0 or 9.0 units of insulin to correct and then 45 minutes later, his blood glucose goes up between 500-700 mg/dl. Pt's normal blood glucose is 115-130 mg/dl. Pt reported receiving no error messages on the infusion device. Pt stated, the infusion adapter had never been changed. Advised pt to change the adapter with every 10th insulin cartridge change. Pt reported, he fills the insulin cartridge while the insulin is cold. Pt stated, he notices the elevated blood glucose when his insulin cartridge reaches about halfway. Had pt disconnected the infusion tubing and deliver a bolus of 2.0 units of insulin; insulin emerged. Verified the basal rate profile. Had pt check the infusion device's memory; only one bolus was listed. Pt reported attempting to scroll through the memory without success. Verified both the up and down buttons were working properly; able to scroll through the alarm history. Advised pt to switch to his backup infusion device. The pt did not require assistance from a healthcare professional or second party to address the issue. Product was replaced and requested return of the alleged product for evaluation.